Manufacturer narrative:
Leads date of service is unknown. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device reference 1 of 2: manufacturer report: 1627487-2017-07546. It was reported one of the patient's leads was exhibiting high impedance. During surgery it was discovered one of the leads was partially damaged thereby the lead was partially explanted. Effective stimulation therapy restored post operatively.

Event description:
Device 1 of 2: reference manufacturer report:1627487-2017-07546.